Event description:
During a procedure when 2-cm of the matrix standard-3d coil were already pushed into the aneurysm, friction was felt. The aneurysm was already packed, so the physician decided to pull the coil back slowly, that did not work. When doing this it was felt that the coild had detached. The coil was removed with a retriever out of the patient, which was quite difficult. No complications were reported to have occurred with the patient as a result of this event.